Event description:
It was reported that the patient was in a car accident on (B)(6) and her patient programmer (pp) and implantable neurostimulator recharger (insr) were in the car that was towed and she was not able to get them back. The patient¿s medicine was also in the car that was towed and the company wouldn¿t let her access the vehicle. Since the accident occurred she was in so much pain that she could hardly walk anymore because she wasn¿t able to charge. Within the last few months ¿the storm that pushed through¿ exacerbated her pain. This was the pain that her implant was meant to help with but because she didn¿t have the insr or pp. It was reviewed that the patient may need to go in to be restarted if she wasn¿t able to make a connection using her new equipment because her implantable neurostimulator (ins) may be overdischarged; an ins overdischarge was suspected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up re port will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va01kmt, implanted:(B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. (B)(4).